Manufacturer narrative:
A ge service representative performed an on site investigation. The generator and an x-ray tube part were replaced. The system was then found to be operating as intended.

Event description:
The customer reported the systems' images were white and uninterpretable. No report of patient injury.